Event description:
It was reported that during a laparoscopic gastrointestinal (lgi) procedure, with a patient in the operating room and under anesthesia, the endoscope 30 degree image was not displayed clearly on the tower. The endoscope was replaced to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the reported tower 120v in the field and the associated device logs. Review of the field service notes indicated that the endoscope was replaced. Evaluation of the logs did not show any errors occurring with the endoscope system that feeds back to the tower. The logs do not track the quality of the image provided to the user. Evaluation of the tower 120v noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastrointestinal (lgi) procedure, with a patient in the operating room and under anesthesia, the endoscope 30 degree image was not displayed clearly on the tower screen. The endoscope was replaced to resolve the issue. There was no reported patient injury.